Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. H10: correct data = d4: batch # t5e27r.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. D4: batch #t5e27r. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(6). Batch # t93n4d. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, while using the pve35a, an error occurred while firing. When the surgeon pulled back the safety lock and fired the trigger, the blade suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detached it from the tissue. There were no patient consequences.